Event description:
(B)(4). The provider states the right brake is stuck on the rollator. She states the rollator was just pulled out of the box with this issue. No patient involvement. No additional information available (B)(4).